Event description:
In 2008, the lay user/patient contacted lifescan alleging there was an "error 2" message on the display of the one touch ultra link meter. The pt did not suffer any symptoms, and did not seek any medical attention. The pt did not take any action regarding diabetes treatment with regard to the product issue. It was determined during the troubleshooting telephone call, the pt's testing technique was correct. The test strips were in good condition. The message appeared when inserting a test strip. The product was new, and the issue was not resolved. This complaint is being reported because the issue was not resolved during troubleshooting. The pt did not suffer any injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.